Manufacturer narrative:
As reported measurements of the lead shows high impedances was confirmed. As received lead model 3186 was examined under the microscope revealed all broken wires approximately 24.5 cm from the stim end. The cause of the damage is consistent with overstress conditions caused while the lead was present in patients¿ body.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that the patient experienced ineffective therapy. High impedances were confirmed on the lead. As a result, surgical intervention was taken to replace the lead.